Manufacturer narrative:
On 10/2/2019, the mentor failure analysis lab received the device for evaluation. On 10/11/2019, the product investigation was completed. During evaluation of the sample, a tear was observed on the anterior and extending to posterior aspect measuring approximately 15.5 cm. A crease was also found in the edges of the tear. No other anomalies were identified. A manufacturing record evaluation (mre) was performed for the finished device number (B)(4), and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Rupture, as indicated in the instructions for use, is a known complication associated with mentor mammary prostheses. Mentor is aware that, over time, gel-filled implants may rupture. Causes of rupture of gel-filled implants include, but are not limited to, the following events: intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during daily routines such as vigorous exercise, athletics, routine manual massage, and intimate physical contact, damage from surgical instruments, mechanical damage prior to or during surgery, closed capsulotomy, capsular contracture and origins which are simply unknown. Reason for device explant and/or reoperation: rupture. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast reconstruction with a 500cc mentor memorygel breast implant and experienced postoperative left-sided rupture. The diagnosis was confirmed by an MRI on (B)(6) 2019. As a result, the patient underwent bilateral explantation on (B)(6) 2019 and replaced with a 500cc mentor memorygel breast implant (catalog number 3505004bc, serial number (B)(4)).